Event description:
An arterial air alarm occurred during a routine hemodialysis treatment. No air was observed. The alarm did not resolve after troubleshooting attempts. Rinseback was started but not completed due to clotting, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cycler is being returned to nxstage for evaluation but has not yet been received. The exact cause of the air alarm cannot be determined at this time. Regardless, occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and additional training has been provided regarding troubleshooting alarms. Nxstage medical considers this report closed. No additional information will be provided.